Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to initial activation issues of the pump. The pump was explanted and replaced.